Event description:
It was reported that a dissection occurred. The 80% stenosed target lesion was located in the mildly tortuous and mildly calcified proximal-mid left anterior descending artery. The lesion was predilated with a 2.50 x 12 non-complaint balloon. A 3.00 x 32 synergy was deployed at 16 atm for 12 seconds and post dilated with a 3.00 x 12 non-compliant balloon. A type b distal stent edge dissection was noted. A 2.75 x 12 synergy was then deployed to cover the lesion. The procedure was completed successfully and the patient was stable post procedure.